Event description:
The pt presented with very tight and long stenotic lesion in the right superficial femoral artery. A balloon dilatation of the lesion was performed prior to insertion of the hemobahn endoprosthesis. The physician was unable to advance the device to the target location. In addition, he was unable to withdraw the device. Some damage had occurred at the proximal end of the endoprosthesis. The device with the introducer sheath got caught in the pt's groin. Thus, the pt was taken to the operating room to remove the device.